Event description:
The subject device was used during a total laparoscopic hysterectomy with a bilateral salpingo-oophorectomy. The ptfe pad of the device was separated by the output without grasping the tissue. The procedure was completed with another thunderbeat device. There was not pt harm reported. It was found that this event was MDR reportable by the info which was received on 5/28/2015.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for eval. The eval confirmed that the ptfe pad was partially peeled. The manufacturing record was reviewed with no irregularities. As a result of the investigation, it is highly likely that the ptfe pad was peeled since the user continued activating output without contacting tissue (including after the tissue already cut) for an extended time. The instruction manual of the subject device already states; warnings: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as medical device report in an abundance of caution.